Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie drawer failed to stay close. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer was failed and failed to close. A field service engineer (fse) found that the rails on main drawer 4 were physically damaged and replaced the rails. The drawer was then opened and closed to confirm proper operation. The system functioned as intended after the field service engineer repaired the device.